Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a hole in the surface of the pebax. No foreign external material inside the pebax was observed during the analysis. The device was connected to the carto 3 system and the generator; the device was recognized and visualized correctly. An ablation cycle was performed and the device was found working correctly. No temperature issues were observed. A manufacturing record evaluation was performed for the finished device 31386670l number, and no internal action related to the reported complaint condition were identified. The hole in the surface of the pebax, this issue could be related to the temperature issue reported by the customer, therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. About the pebax damage, the instruction for use (IFU) contains the following warnings and precautions do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation paroxysmal ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole on the pebax. During the procedure, prior to ablation the temperature of the qdot catheter was not displayed. All standard troubleshooting was done, including changing the cable by a new one. After changing the cable the problem persisted. The problem was only solved when the catheter was replaced by a new one. The procedure continued normally without consequences for the patient.